Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they could not increase stimulation on (B)(6) 2016. The patient&#38112;friend or family member synced and the patient was at 3.2v, but stimulation was off. Stimulation was turned back on and the patient was able to feel stimulation and could adjust the amplitude. The issue was resolved. No symptoms were reported. The indication for use for this patient was gastrointestinal/pelvic floor.